Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: hospital staff noticed that technical event: 231008 was displayed when this c1 was put on standby after use and asked local staff to repair this c1. No patient involvement.